Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening of the tibial component.

Manufacturer narrative:
The information provided on this form is being submitted under manufacturing report number 0002648920 - 2016-03191.